Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. The product was not returned to the manufacturer. The product investigation was conducted, with results noted below. No product was returned. According to the picture provided, we found something like cells adhering to the optic. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: va-70ad) the exact root cause of the event could not be determined. However, from our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
The iol was implanted on the end of (B)(6) 2020. The doctor noticed some white matter found on the surface of the optic around (B)(6) 2021. According to the picture provided, we found something like cells adhering to the optic. The va of the patient decreased. The doctor plans to clean the iol on (B)(6) 2021.